Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the basal rates on his insulin pump were set too high and as a result he wakes up with low blood glucose. The day before the call the patient woke up to a 31 mg/dl reading. The night before his blood glucose was 168 mg/dl and he had a peanut butter and jelly sandwich before bed, and when he woke up his blood glucose was 27 mg/dl. The customer was assisted with changing his settings and verifying that they were changed correctly. Troubleshooting was declined for the low blood glucose since the customer wanted to consult his doctor first. The customer was advised that if problems continued then he can call for assistance.